Event description:
It was reported via journal articles titled "subcutaneous implantable cardioverter-defibrillator lead repositioning due to device sensing impairment in a patient with scoliosis". A follow up took place one month post subcutaneous implantable cardioverter defibrillator (s-ICD) implantation. Noise was seen which was indicated by 'n' markers in all sensing vectors in the upright and sitting position. This issue caused repeated warnings of 'unable to acquire reference surface electrocardiogram' during device analysis. An x-ray done did not show that the electrode was displaced. Due to these findings the possibility of changing the morphology of the qrs complex's due to scoliosis was discussed. The noise issue was not resolved by reprograming device settings including changing the sensing vector and enabling the smart pass filter. A repositioning of the electrode was considered. Due to the position of the device on x-ray the pocket was not opened. An incision was instead made in the subxiphoid region, and the electrode sleeve was released. The modified position of the electrode, while the tip of the electrode was toward the left midclavicular region, was the only appropriate position which all qrs complexes could be sensed normally in the secondary vector. The defibrillation threshold test at the 65j energy was successful with 49-ohm shock impedance, and in the follow-up of the patient one and six months after the procedure no sensing problem was seen in the secondary vector and in different positions during the device analysis. No adverse patient effects were reported. The electrode remains implanted.

Manufacturer narrative:
This report is being filed to update the impact codes.

Event description:
It was reported via journal articles titled "subcutaneous implantable cardioverter-defibrillator lead repositioning due to device sensing impairment in a patient with scoliosis". A follow up took place one month post subcutaneous implantable cardioverter defibrillator (s-ICD) implantation. Nois was seen which was indicated by 'n' markers in all sensing vectors in the upright and sitting position. This issue caused repeated warming of unable to acquire reference surface electrocardiogram during device analysis. An x-ray done did not showed that the electrode was displaced. Due to these findings the possibility of changing the morphology of the qrs complex's due to scoliosis was discussed. The noise issue was not resolved by reprograming device settings including changing the sensing vector and enabling the smart pass filter. A repositioning of the electrode was considered. Due to the position of the device on x-ray the pocket was not opened. An incision was instead made in the subxiphoid region, and the leave sleeve was released. The modified position of the electrode, while the tip of the electrode was toward the left midclavicular region, was the only appropriate position which all qrs complexes could be sensed normally in the secondary vector. The defibrillation threshold test at the 65j energy was successful with 49-ohm shock impedance, and in the follow-up of the patient one and six months after the procedure, no sensing problem was seen in the secondary vector and in different positions during the device analysis. No adverse patient effects were reported. The electrode remains implanted.